Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured between 06/20/2018 and 06/21/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The leaks were discovered before product use. There was no patient involvement. No additional information is available.